Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6).

Event description:
On 22nd july 2024 getinge became aware of an issue with one of our surgical lights ¿ lucea 100. As it was stated, the lamp's housing was cracked. The designated complaint unit employee confirmed based on photographic evidence the headlight's cover was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 22nd july 2024 getinge became aware of an issue with one of our surgical lights ¿ lucea 100. As it was stated, the lamp's housing was cracked. The designated complaint unit employee confirmed based on photographic evidence the headlight's cover was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 22nd july 2024 getinge became aware of an issue with a configuration of our surgical lights ¿ lucea 100. As it was stated, the lamps' housings were cracked. The designated complaint unit employee confirmed based on photographic evidence the headlight's covers were damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Getinge became aware of an issue with a configuration of our surgical lights ¿ lucea 100. As it was stated, the lamps' housings were cracked. The designated complaint unit employee confirmed based on photographic evidence the headlight's covers were damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. As stated by the subject matter expert at manufacturing site, cracks located on the light head lower covers, at the edge of the on/off button, were detected during daily visual inspection, as recommended by the user manual. Based on the investigations the most probable root cause of the cracks is a combination of different factors: mechanical stress, use of inappropriate cleaning/disinfection products, or inappropriate cleaning and disinfection protocols. If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. For cleaning, the IFU informs the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. To prevent any incident the lucea 50-100 user manual mentions: ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 22nd july 2024 getinge became aware of an issue with a configuration of our surgical lights ¿ lucea 100. As it was stated, the lamps' housings were cracked. The designated complaint unit employee confirmed based on photographic evidence the headlight's covers were damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Event description:
Getinge became aware of an issue with one of surgical lights - lucea duo 100. It was stated that the lamps' housings were cracked and pin securing the operator's handle fell out of one of the headlight, the spring and cotter pin were missing. The designated complaint unit employee confirmed based on photographic evidence the headlight's covers were damaged with missing particles. According to the information provided by getinge technician no one was hurt and there was no harm to patients or staff. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 22nd july 2024, getinge became aware of an issue with a configuration of our surgical lights ¿ lucea 100. As it was stated, the lamps' housings were cracked. The designated complaint unit employee confirmed based on photographic evidence the headlight's covers were damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - lucea duo 100. It was stated that the lamps' housings were cracked and pin securing the operator's handle fell out of one of the headlight, the spring and cotter pin were missing. The designated complaint unit employee confirmed based on photographic evidence the headlight's covers were damaged with missing particles. According to the information provided by getinge technician no one was hurt and there was no harm to patients or staff. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Getinge became aware of an issue with one of surgical lights - lucea duo 100. It was stated that the lamps' housings were cracked and pin securing the operator's handle fell out of one of the headlight, the spring and cotter pin were missing. The designated complaint unit employee confirmed based on photographic evidence the headlight's covers were damaged with missing particles. According to the information provided by getinge technician no one was hurt and there was no harm to patients or staff. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Defective parts s/a lower cover with fork - l100 (ard368614998) and l100-set upper cover + handle support (ard368616555) were replaced and device was back to usage. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. As stated by the subject matter expert at manufacturing site, cracks located on the light head lower covers, at the edge of the on/off button, were detected during daily visual inspection, as recommended by the user manual. Based on the investigations the most probable root cause of the cracks is a combination of different factors: mechanical stress, use of inappropriate cleaning/disinfection products, orin appropriate cleaning and disinfection protocols. If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. For cleaning, the IFU informs the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. To prevent any incident the lucea 50-100 user manual mentions: ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. Related to handle issue analysis is following: the sterizable handle fall is due to locking mechanism disengagement. Two possible causes have been identified: first cause: wrong positioning of the circlip in its slot. Second cause: breakage of the circlip because of oxidation. The first cause can be ruled out because since november 2012 circlip assembly operation is checked at 100% at the supplier. The second cause (circlip breakage because of oxidation) is then the most probable root cause. The curative and preventive action plan n° 2015-06 has been initiated to identify the reason of this oxidation. Then, it has been decided to improve the current circlip material stainless steel a2 by stainless steel a4 more resistant to chemicals. The 2 test batches sent in brazil and germany and the salt spray tests made in laboratory prove that circlips made in stainless steel a4 solve the oxidation troubles (report ¿CAPA: 2015-06 rapport essais clients br-de¿ and report ¿re16-070b¿). According to this result, the modification has been applied in our production line since 09th november 2017. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.